Event description:
It was reported that the gastrointestinal videoscope displayed error code e117 (life of optical module), error code e226 (scope communication error), and error code e238 (scope communication error), and the screen went blank. This issue occurred during a diagnostic colonoscopy procedure under sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.